Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that the device never really did much for their pain. They needed an MRI so they had to have the device removed. They stated they had not even turned it on in over a year. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 201, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the device and leads were removed in (B)(6) 2018 because it did not help the patient. The patient stated there were no issues with the device. No patient complications were reported as a result of this event.